Event description:
Initial result for a patient sodium was 121 mmol/l. When repeated, the result was 127 mmol/l. The incorrect result was not reported. The field service representative found the s2 probe was blocked and repaired the instrument.